Manufacturer narrative:
Evaluation summary: the result of the evaluation suggests the event was attributed to user misuse.

Event description:
Positioner handle came apart by cleaning personnel, was not properly reassembled prior to surgery. This resulted in the surgeon not being able to disengage impactor from outershell. When the cup was pulled out of the acetabulum, wall fracture occurred. A cemented all poly component was fully implanted.